Event description:
The customer reported clear liquid leaked from underneath the wash carousel, involving access 2 immunoassay system. The customer obtained vacuum under limits and device failed during timing pitch errors. The customer had on personal protective equipment (ppe) and cleaned up the spill. Beckman coulter customer technical service (cts) advised the customer to temporarily discontinue use of the unit. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The biomedical engineer at the facility examined the unit.

Manufacturer narrative:
The customer did not request field service and had an onsite biomedical engineer serviced the unit. The customer has risk management/exposure control plan at the facility.